Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the low reservoir alarm occurred with the error codes "235 and 236"; which was noted to be expected. When the reservoir was accessed the hcp took our 21 cc of drug when 1 cc was expected. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pump was not updated from the previous refill. So the position after the refill updated the pump to reflect the new settings.

Event description:
Additional information was received from a company representative. The refiled and programmed volumes of the device was 20 ml. It was noted that according to the physician the issue had been resolved. The serial number of the programmer used to update the pump was unknown. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician h6 update: the device code has been updated to reflect the additional reported information. The device code c62823 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the device had not been functioning since march or (B)(6) 2020. It was reported that a catheter dye study was performed and the pump was functioning but the catheter was clogged and they were checking the tip of the catheter. It was noted that the pump was now alarming and the patient wanted it explanted.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.